Manufacturer narrative:
Investigation summary: samples were received and tested by our quality team with the customer's complaint of foreign matter/ plastic inside of syringe. The majority of the investigation has been conducted under (B)(4) and the response within. The complaint was immediately verified and the affected samples contained polypropylene particles mixed with medical grade silicone lubricant. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment during the assembly process. There were zero notifications identified during the DHR review that may have contributed to finding plastic particles inside the syringe. All inspections were complete and acceptable (mat# 301029 lot# 2206070).

Event description:
Samples received.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: following previous communication related to the issue of plastic particles found inside syringes, we update in the present report the information on additional batches involved. The issue of plastic particles was discovered initially on one batch of product (50 ml syringe) and adria med sent a first notification to bd (on april 18th, 2024). After further check, adria med found the same issue on additional batches of syringes (20 ml and 50 ml) and on may 05th, 2024 sent the updated notification to bd, reporting all batches involved at the date (batches 2302108, 2307101, 2308779, 2310049, 2311021, 2312020, 2401010 of code 300223, 50 ml format, and batches 2312057, 2401027, 2402080, 2403069 of code 302055, 20 ml format). Bd opened internal complaints on batches above mentioned (ref. (B)(4) but after investigation no actions have been taken to solve the problem. Due to impact of the issue, adria med continues the check on all batches of syringes is receiving and after the notification already sent, new batches of syringes are involved by the same issue. In particular, after visual inspection, plastic particles have been found in other batches of 10 ml and 50 ml syringes. In table below the results of defective units (containing plastic particles) found for each lot: code batch defective units found (n.) Percentage of defective units (%) 301029 (10 ml) 2034079 8/140 6 2062798 34/210 16 2167464 3/70 4 2194252 7/70 10 2206070 15/210 7 3305467 14/70 20 3305468 29/210 14 3312323 17/140 12 3320648 15/70 21 3320650 2/140 1 3339943 17/140 12 4053728 4/70 6 4068734 13/140 9 4075907 8/70 11 4094972 14/70 20 4116021 15/140 11 4129244 6/70 9 4135958 7/210 3 we ask to reopen and deepen your investigation on the issue reported, considering its extension in terms of batches involved, percentage of defect found and critical level (risk of plastic particle contamination in infusion solutions). Based on what above, identification of proper corrective and preventive actions is essential and we expect a prompt and exhaustive answer to this notification. We remain at your disposal for any additional information needed.